Event description:
It was reported that the patient received inappropriate hv therapy due to supraventricular tachycardia being misdiagnosed as ventricular tachycardia. Programming changes were made and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.